Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent a reintervention of a prior endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® conformable tag® endoprostheses. Two gore® excluder® aaa endoprostheses trunk-ipsilateral leg components were used in an aorto-uni-iliac configuration. It is not known which device was placed within the other. On (B)(6) 2017, aneurysm enlargement was reported along with a type ib endoleak. Aneurysm diameter on (B)(6) 2015 was 122 mm. On (B)(6) 2017 the aneurysm diameter was 136 mm. On (B)(6) 2017, a reintervention occurred whereby a left iliac limb extension was implanted to treat the type ib endoleak. Device information was not provided to gore.

Manufacturer narrative:
Additional device implanted. (B)(6) 2015: (B)(4). UDI: (B)(4). The review of the manufacturing records for this device verified the lot met all pre-release specifications.